Manufacturer narrative:
No x-ray views have been provided to abbott, so we cannot fully confirm the event. However, based on the event description we regard this as a case of externalized cables. No further analysis can be performed since the lead will not be returned to abbott for analysis.

Event description:
During follow-up, non-sustained oversensing was noted on the right ventricular lead. Diagnostic imaging was performed and lead externalization was confirmed. The lead was explanted and replaced to resolve the event. The patient was in stable condition.